Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the hospital via ambulance, due to low blood glucose (bg) levels of 30 mg/dl, making his consciousness vague an difficult to wake up, while wearing the pod on the back between 24 and 36 hours. At the hospital, the patient was placed on an intravenous (IV) of glucose 50% of 50 ml.